Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead was found cut approximately 13.5 cm distal to the is 1 connector pin with a medial fragment of approximately 5 cm length. Three fragments of together 63 cm length were received for analysis. The visual inspection showed signs of abrasion along the lead body which most likely resulted from interaction with a nearby lead. Furthermore, severe extraction damages were found such as cuts in the insulation with the cables exposed, and damages of the shock coil. Due to the extent of the damages further root cause analysis was not feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.

Event description:
Ous MDR - it was reported that this lead was explanted due to oversensing approx. 82 months after the implantation.